Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.